Event description:
According to the customer, an incorrect platelet result was generated by an lh 750 instrument. The incorrect platelet result from sample a (collected in an edta sample tube) was 9,000cells/ul. The incorrect platelet result was reported out of the lab. The customer indicated the resultwas determined to be incorrect after the manual slide review did not agree with the (sample a) platelet result from the lh750. The reported platelet result was questioned by the physician. The customer indicated that a manual slide review was conducted on sample a. A higher platelet count was obtained from the manual slide review. An additioal sample (b) was collected from the pt after the higher platelet result was reviewed. The sample (b) was collected in a citrate sample tube. The platelet result from sample b was 134,000cell/ul. The customer did not provide additional information regarding the pt results from sample a or sample b. The customer indicated that there has no change to pt treatment that can be attributed to this event.